Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in tubing). This occurred during the first dwell cycle of peritoneal dialysis therapy. The patient stated that a bag was loosely connected. The technical services representative (tsr) advised the patient to start therapy over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. However, a loose connection was reported and is known to be able to cause the reported condition. Should additional relevant information become available, a follow-up report will be submitted.